Event description:
It was reported the patient lost stimulation due to not recharging her ipg as recommended (event date is unknown). In turn, the device was unable to communicate with the programmer due to it being inoperable. As a result, the patient's ipg was explanted and replaced. Stimulation was restored post-op.

Manufacturer narrative:
Correction numbers: 1627487-12192011-003-r; 1627487-07262012-002-r . This ipg serial number is included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.